Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: did the patient receive any preoperative chemotherapy or radiation? No preoperative chemotherapy or radiation. According to the surgeon. Can more details be provided on where the competitive device was deployed on the bowel? On the rectum. Was multiple manufacture devices used in the procedure, competitive device and ethicon circular? Or was it just ethicon? Yes. What healthcare professional fired the device and what is his/her experience with the device? The surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Do not know and irrelevant question. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Do not know and irrelevant question. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check sign. Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was the staple line visualized endoscopically during the procedure? Yes. What was observed at the site of the leak? Bubbles. Unclear of where exactly. What is the current patient status? Unknown.

Event description:
It was reported that on (B)(6) 2022, an lar operation was performed at the (B)(6) hospital. The resection was at a 7 cm height therefore a very deep resection of the rectum. The patient was a large, obese man with a very narrow pelvis. The resection was made with a competitive device with 3 cuts - 60 and two of 45 cartridges. The anastomosis was performed in an instrumental manner using the ethicon's powered circular stapler (size 31) performed by dr k. During the removal of the device the surgeon felt little resistance and extracted the device with a snake like movement side to side. The rings obtained from the firing were both intact and nothing unusual appeared. After the firing of the device, the surgeon performed a leak test by injecting air through the rectum and filling the pelvis with water. During the leak test, bubbles were observed which according to the surgeon indicated that the anastomosis was not good. The surgeon tried to reinforce the staple line using a trans-anal suture and after failing to do so he had performed further mobilization of the colon and extracted the rectum through the anus in order to suture the staple line manually outside the pelvic cavity. The surgeon says he cannot determine whether the air bubbles came out of the staple line of the circular stapler or out of the staple line area of the competitive device. As a result of the failed leak test, the operation was considerably prolonged (over an hour). After the operation the patient was hospitalized for about a week and today his condition is good, and he was released home.